Event description:
I have a tandem insulin pump. As instructed, I updated the t:connect mobile app to version 2.8.2 and the power for my pump is now draining even faster. I have to recharge my pump every 24 hours or less where it used to be every ~72 hours. When I spoke with tandem technical support they advised that I would need to uninstall and then reinstall and pair the t:mobile app to my pump. I pointed out that the email received from tandem and the faqs make no reference of the need to uninstall or provide any instructions. I had one low power alert on august 24 at approximately 2:45am with 15% power remaining on my pump. Had I not woken up, there is the chance my power would have depleted and my pump turn off causing me to experience extremely high blood sugar. Ref report: mw5159378.